Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported overheat of device or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the patient plugged in a new controller, to charge it, the controller began to overheat. The patient was using an insulet supplied charging cable. There was no impact to the patient's blood glucose levels reported and medical attention was not required, as a result of this event. The patient was provided a replacement controller.

Manufacturer narrative:
In the case description, the user mentioned that the controller was overheating. Inspection of the charging port found no damages indicating that thermal exposure occurred. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was able to charge, turn on, and boot up with no issues. The controller was not felt to get hot while charging. Review of the android log files downloaded from the controller found that the controller remained within the expected operating temperature range throughout use. No evidence of the controller overheating was observed in the logs. No evidence of the controller overheating during use was found during the investigation.